Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there was leakage in the cartridge compartment of the infusion device. No adverse event was reported. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.